Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pacemaker exhibited an error message indicating missing diagnostic data. Clearing the message and re-interrogation resolved the issue.